Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller did not accept full charged battery, the light-emitting diode (led) display were not visible, the power source disconnected appears although two full power sources were connected, the log files were not able to be pulled and the date/ time were at zero. The controller was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: e1, h2 a supplemental report is being submitted for corrections and device evaluation. E1 phone number corrected to (B)(6). H2 report source corrected to include foreign. Product event summary: the controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed contamination within both power ports. A visual inspection under 10x magnification revealed hairline cracks around both power ports. An internal inspection did not reveal evidence of fluid ingress. These are additional findings not related to the reported event. The most likely root cause of the observed contamination can be attributed to handling of the device. Based on an investigation conducted under CAPA pr00381374, the root cause of the observed hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Functional testing revealed that the controller was unable to communicate with external batteries on the power ports. Functional tes ting also revealed that the front panel battery capacity indicators did not illuminate and the controller triggered controller resets, resulting in an inability to properly communicate with the test monitor which prevented the download of log files. However, the controller was still able to receive power from power sources. Internal inspection of the controller revealed a damaged diode on the communication line. Additionally, it was observed that the integrated circuit responsible for the communication between the controller and batteries was damaged. The damaged integrated circuit prevented the controller from reading battery information and caused the controller to trigger controller reset events. The damaged integrated circuit is also connected to the real time clock circuit and likely caused the date and time stamp to remain frozen. After the damaged components were replaced, the controller performed as intended and log files were able to be downloaded. Log file analysis revealed multiple data points logged with an incorrect date stamp and no battery capacity, ID, or cycle count, as well as multiple controller reset events with an incorrect date and time stamp. As a result, the reported event was confirmed. The most likely root case of the reported event can be attributed to a damaged diode and damaged integrated circuit. A possible root cause for the damaged diode and integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.